Event description:
The hcp reported that, at the first refill after implant, the expected reservoir volume was approximately 2ml, and the actual amount aspirated out of the reservoir was approximately 18ml. A follow up report will be sent when additional information is received.